Manufacturer narrative:
Concomitant medical product: (3)10ml bd poliflush sp syringe ref 306575, lot 8200563, exp 2021-07, 0.9% nacl, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The set was received as an unexpected return with a change due date sticker attached to trifuse extension set that stated; " leaking." Although requested, no further details were provided by the customer for this event.

Event description:
The set was received as an unexpected return with a change due date sticker attached to trifuse extension set that stated; " leaking." Although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
The customer¿s report of leaking was confirmed. Visual inspection of the set noted no damage or any anomalies. Examination under magnification noted no issues with any of the tubing depths within the parallel connector. Functional testing confirmed leaking at the engagement between one of the three tubing's to the parallel connector component. The leak was observed at the same engagement. The root cause was identified as a sink condition in the parallel connector component (supplier issue).